Event description:
It was reported that pt had one level plif using infuse bone graft with allograft bone and posterior fixation. Post op, pt had pain and persistent fever of approx 101 degrees f. Started keflex a couple of days after discharge. Primary care mds ruled out other causes. MRI reportedly revealed a small amount of fluid accumulation posterior to the spinal sac at l4 but no compression of the sac was seen. CT guide needle aspiration was performed approx two weeks post op. Operator did not get as much fluid as anticipated. Approx four weeks post op, pt still having low grade fever (100 degress) and is still taking narcotics for back pain. Co is still investigating. It is unknown if the infuse bone graft contributed to the reported event.